Event description:
Consumer called to report getting high readings with their meter and adjusting insulin therapy. Spouse found patient unreponsive and called 911. Believes the results were inaccurate causing patient a medical problem.